Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There was no reported device malfunction and the product was not returned. The reported patient effect of death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented emergently with an occluded left main coronary artery and was in a code situation when taken to the catheter lab. A 2.25 x 15 mm xience xpedition stent was implanted in the mid left anterior descending artery (lad) while cardiopulmonary resuscitation (CPR) was intermittently performed. Additionally, two different 2.25 x 18 mm xience xpedition stent delivery systems (sds) were advanced at different times but failed to cross the target lesion and a 2.5 x 15 mm xience xpedition sds was also attempted but could not cross the lesion. The patient condition declined and subsequently expired while in the catheter lab. The cause of death was noted as heart failure. No additional information was provided.